Event description:
It was reported that during an unknown procedure, the staples were malformed at the first stroke of second firing. Changed another reload unit but still failed at the first stroke. Changed the third reload unit to complete the procedure. There were no adverse consequences for the patient. Additional followup: on what tissue type was the device used? At what location on the tissue? Lobe of the lung. Was the device fired on tissue that had been radiated or has the patient been taking systemic steroids? Yes. Was buttressing material utilized? If so, which product? No. Was the instrument fired across or near an existing staple line or clip? Near an existing staple line on the 1st and 3rd firing. Were any unexpected noises heard? If so, when? No. Were any of the forces higher or lower than expected (closing, firing, or opening)? No. After use, did each of the triggers and buttons automatically return to their original (pre-fired) positions, without intervention? No. Was there any difficulty removing the device from the tissue? No.

Manufacturer narrative:
(B)(4): incomplete/interrupted firing cycle the analysis results showed that two ecr60g cartridge reloads were received for analysis with no visual non-conformances and partially fired. The returned cartridge reloads were tested for functionality by resetting and loading them into a test device. The functional test demonstrated that the remaining staples in the cartridge reload formed properly and the instrument achieved its complete 3-stroke firing sequence without any difficulties. Event could not be confirmed as no device was received for analysis.